Event description:
The user is questioning the presence of an artifact during deployment.

Manufacturer narrative:
Pr#: (B)(4). Product eval pending. UDI#: unk. Serial number will be provided with follow up report.